Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexability ablation catheter was received for evaluation. During functional testing, the catheter deflected in both directions when actuating the steering mechanism; however, the distal tip was out of plane due to a fracture in the tip. The fracture was noted proximal to electrode 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture distal tip and deflection issue remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a fracture resulting in exposed components.